Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the a/w cylinder, a/w channel¿, was confirmed. The white material inside channel was likely simethicone used during procedure. The root cause of the remaining foreign material could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage due to deformation of el-connector guide pin. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was foreign material in the air/water tube, the air/water cylinder and in the auxiliary jet channel. The reportable malfunction was likely a result of insufficient reprocessing. The evaluation found the air/water cylinder, and the suction cylinder had no color. The grip, the universal cord, and the charged coupled device cable, all had a scratch. The water tightness was lost due to deformation of electrical connector guide pin, the insulation resistance value at distal end did not meet the standard value due to a chip on probe cover, the bending angle in up direction exceeded the standard value due to deformation of the bending tube, the light guide lens has a crack, the adhesive on distal sheath had white-clouded area, a noise image occurred during angulation in up/down directions due to damage on charged coupled device unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an angulation malfunction. The device was returned for evaluation. During the device evaluation, there was a foreign material in the air/water tube, the air/water cylinder and in the auxiliary jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.